Event description:
It was reported that the device's paddles would not discharge when pressing both shock buttons. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering info for a replacement set of paddles. The customer's biomedical engineer later confirmed that the adult paddle assembly has been replaced. The replaced set of paddles will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.